Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that their 3037 programmer would not communicate to the ins and they were wondering if it was because they had gained 100 pounds during the pandemic (not alleged to be related to the device/therapy) so the ins was deeper or if the ins was old and broken. The patient noted that previously, they'd been a size zero when they first got the device and that they could feel it more easily however now, if they pressed, they could feel it but it was deeper.  The patient stated that they wished that they had never gotten this device implanted and that it had never worked for them. The patient stated that they had lower back surgery in a few days (not alleged to be related to the device/therapy,) and they had wanted to turn the therapy off for this. The patient had tried using the programmer with and without the antenna but was seeing the poor communication message. The patient mentioned that they no longer had a managing health care professional (hcp) as they had moved so patient services had sent them physician listings. The patient called back on the same day reiterating the same information and wanted to know if it was necessary to have the stimulation turned off for their lower back surgery. Patient services reviewed electrocautery guidelines and recommended that the patient have their hcp call in for guidelines. The patient continued to try and sync with the implant but was seeing poor communication on the call. The patient noted that they were having the pre-op with EKG on (B)(6) 2021 and noted that the surgery was on thursday ((B)(6) 2021) and that they didn't have time to find a new hcp to help them with "reading" their device. Patient services reviewed the option for a manufacturer representative (rep) to be present at the surgery if the facility chose to do so and they also agreed to send a request to repair to replace the patient programmer to rule out any external device issue. A replacement programmer was sent to the patient.